Manufacturer narrative:
A ge service rep performed an on site investigation. The f3 fuse on the table power distribution printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported, the 2800 system flat panel monitors would not power up. No pt injury was reported.